Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (equipment problem during jpt set-up) was confirmed. Upon investigation the battery/modem battery board was contaminated. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
During the fitting of a (B)(6) male pt's a territory manager contacted zoll customer support ot report the battery charger/modem was not powering on properly. The pt was provided with a replacement charger/modem.